Manufacturer narrative:
Follow up MDR for correction following the submission of the initial MDR, it was determined that the material number 8005tig03, material description alaris¿ pk plus syringe pump is exempt from us FDA reporting requirements. This MDR will be voided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pk plus mk4 syringe pump was damaged. The following information was provided by the initial reporter: the white piece that was broken off of the alaris pk syringe pump this past weekend.